Event description:
It was reported that the customer passed away while she was wearing the insulin pump. Caller stated that the customer was complaining of lower abdominal pain and her blood glucose was over 200 mg/dl. Caller stated that he called the paramedics and the customer passed out on the ambulance and was never responsive after that. Caller stated that the customer went into cardiac arrest and her blood glucose went up to 700 mg/dl while in the ambulance. Caller stated that the customer passed away 24 hrs later due to cardiac arrest, respiratory failure, kidney failure and septic shock. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.